Event description:
It was reported that the event involved a 300 lb. Female patient diagnosed w/cardiac arrest. In ER, md obtained good blood return during first needle stick in code w/ right subclavian site. Spring wire guide (swg) was threaded easily through needle & catheter was passed easily over swg; however, swg couldn't be withdrawn through catheter. Swg & needle were both removed, & alternate access site was established. Patient later expired, though it was reported that patient's death is "likely not" due to event; however, IV therapy was delayed during event.

Manufacturer narrative:
Device was discarded by customer. A DHR review was not possible as lot number was not identified in report. A follow-up report will be filed if more info becomes avail.